Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Review of stored device memory noted a ventricular tachycardia (vt) episode that corresponded with the symptoms. The device delivered anti-tachycardia pacing (atp) therapy and the rhythm then accelerated. The device then delivered a shock that was successful in converting the rhythm. No additional adverse patient effects were reported. This product remains implanted and in service.